Event description:
Major pump unit(s) involved: external control system failure;communication/electrical prong broken.specific component(s) involved: external controller malfunction;heart mate ii communication prong broke.causative or contributing factor: patient error in caring for system;intervention(s): replacement of external controller;type: lvad.

Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external controller malfunction.